Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a materials analysis was performed on the returned device and the report concluded that the instrument fractured due to ductile overload fracture. Conclusion: the plausible root cause of the reported event is a user applied overload to the instrument.

Event description:
Sized for a small implant, distracted to 8, implanted 6-9, put in placed, unlocked, rocked forward, locked and then inserter snapped, inserter torqued surgeon bumped assistant holding nerve root retractor, causing her to loose hold of the nerve which inturn the fecal sack snagged the broken end of the inserter with significant tear.

Event description:
Sized for a small implant, distracted to 8, implanted 6-9, put in placed, unlocked, rocked forward, locked and then inserter snapped, inserter torqued surgeon bumped assistant holding nerve root retractor, causing her to loose hold of the nerve which in turn the fecal sack snagged the broken end of the inserter with significant tear.